Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked case reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that insulin was leaking inside the insulin pump when inserting the reservoir. The customer also reported the act button caused the numbers to ramp up on the insulin pump. The customer also reported a button error alarm occurring. Customer stated the buttons were unresponsive on the insulin pump. The customer also reported a crack by the reservoir. The customer's blood glucose was 157 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.